Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-7289t tigertape sternal closure had one needle break as it was passed through the sternum and another needle broke free of the tigertape suture as it was being passed. All broken fragments were retrieved and case was completed using (2) ar-7289t tigertape sternal closure from the same lot number. This was discovered during a sternal closure procedure on (B)(6) 2022.

Manufacturer narrative:
The complaint could not be confirmed based on the customer provided photo, no breakage is shown. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation.